Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is nerve impingement by a malpositioned implant. Lot numbers: p/n 7035-90, lot# 8175003938011, manufactured 09/01/2012, expires 2015-10. P/n 7045-90, lot# i0260, manufactured 12/28/2012, expires 2017-12. P/n 7050-90, lot# 147612, manufactured 11/12/2012, expires 2017-10.

Event description:
On (B)(6) 2013, the patient underwent an si joint arthrodesis procedure utilizing the ifuse implant system where three implants were placed (7 x 50mm, 7 x 45mm and 7 x 35mm). The patient did well after the initial ifuse surgery but developed leg pain shortly after the surgery. No lower extremity motor or sensory deficits have been described. The surgeon believed that the first implant was possibly through the ala superiorly in the area of the l5 nerve root. On (B)(6) 2013, the surgeon performed a revision procedure where he removed the first implant and placed a new 7x45mm ifuse implant ventral to the previously placed second or middle implant. The surgeon was able to remove the previously placed first implant without gross difficulty and no osteotomes were required. No additional or updated information regarding the patient¿s leg pain complaints is available at the time of this report. Per si-bone vp of medical affairs: ¿medical review shows this to be a case of early revision surgery for treatment of a symptomatic malpositioned implant. The first implant was malpositioned dorsally with resultant radicular type leg pain complaints. The revision surgery entailed removal of the cephalad (first) implant with placement of an additional implant ventral to the previously placed second or middle implant. No bone grafting was performed.¿